Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. No low reservoir alarm occurred during testing. The following cosmetic damage was also noted on the device: cracked case at the display window corners, slightly scratched lcd window, and cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received a low reservoir alert and that it took several button-presses to clear the alert because of a keypad anomaly. The patient's blood glucose value at the time of incident is unknown. Customer recalls no significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement unit was shipped to the customer.